Event description:
It was reported the device was used during a cholecystecomy, the clips did not come out at 1st firing. Another device was used to complete the case. There were no advance consequence to the pt.